Event description:
Hospital advised that a 100cc bag of diprivan was set up to infuse at a rate of 10cc/hr. Approximately 30 minutes after the pump had been started, the nurse observed the rate at 100cc/hr resulting in an overinfusion. The nursing report indicated that other nurses witnessed the rate setting at the initial rate of 10cc/hr. It was not known which channel was set up to infuse the diprivan. There was no pt consequence.